Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left lower video-assisted thoracic surgery (vats) lobectomy procedure, the device did not fire. A new device's handle and reload was opened to complete the case. There was no patient injury.